Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular port was damaged, causing the cable connection to easily slide in and out. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the upper case was broken, display wires were pinched, and the keypad window was scratched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.